Event description:
Procedure type: ovarian surgery. According to the reporter: used during surgery. At the end of the operation, it was confirmed that the tip of the trocar was broken. The broken piece was found inside the patient cavity and was retrieved. The procedure was completed. There was no tissue damage and no bleeding. No patient injury was reported. Patient status: ok. No further patient info available.

Manufacturer narrative:
.